Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted remote access. The ccc reviewed the data available. The customer stated they did not do anything to the water purification module (wpm). The customer cleaned a leak and reset the millipore. The customer primed pumps to force tank refill. The customer did not see any leaks but found smoke. The millipore was placed into standby. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced needed tubing and fitting(s) on the wpm unit. The cse performed diagnostics testing and a system check, resulting within range and specifications. The cause of the smoke is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported seeing smoke being emitted from their dimension vista 1500 instrument. There are no known reports of patient intervention or adverse health consequences due to the smoke.